Event description:
While priming, rn had problem with 2 y catheter extension sets. One of the two ports was occluded. The second one was leaking at the point that the two ports empty into one tube that connects to IV site. There was no pt involvement.